Event description:
N/a.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Manufacturer narrative:
Part of the catheter tubing was returned with blood on the exterior of the catheter. The extender and pressure tubing were also returned. A portion of the catheter tubing, inner lumen and membrane was cut from the iab and not returned. A kink was found on the catheter tubing and inner lumen approximately 0.5cm from the y-fitting. The optical fiber was also found to be broken at the kinked location. The optical fiber break and kink found in the catheter tubing and inner lumen appears to have been caused by a severe kink flexing back and forth causing the reported problems. The insertion was reported to be axillary, which is not the method described in the device instructions for use. This may have contributed to the iab failure. The evaluation confirmed the reported problem. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period may-19 to apr-21 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #: (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console indicated that there was a fiber optic sensor failure. The customer attempted to troubleshoot by re-connecting the fiber optic cable, but the same issue occurred. They then used the transducer and pressure cable for the arterial line source. The customer reported that the waveform is dampened and the console had indicated that it is unable to update timing. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The customer was aware of the off-label use and continued to troubleshoot. They attempted an aspiration and 15-second flush. This improved the waveform slightly, though, the flush was sluggish. The customer was then advised to obtain another arterial line for a better waveform. There was no patient harm or adverse event reported.